Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon noticed under laparoscope that the jaw did not look usual before clipping the cystic artery. The device was removed and the surgeon fired the device outside the patient. The clips did not completely close and the jaw slipped out. Another instrument was used to complete the case. There was no consequence to the patient.